Event description:
It was reported that pump screen was dark and would not turn on, and although pump display eventually turned on, caller experienced extreme difficulty pressing button and often needed multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to press center of button while supporting bottom of pump. The would receive replacement pump.